Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2017 following an infection at implant site. The patient was treated with antibiotics (type and date not reported).